Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead: (B)(6) 2012, 6725 adaptor: (B)(6) 2012. (B)(4).

Event description:
It was reported that the device was not collecting the diagnostic data. The patient has no atrial lead and the implant detect feature is still "on". The implant detect feature will be turned "off/complete". The device is still in use. No patient complications have been reported as a result of this event.